Event description:
As reported by the user facility: event 1 brief inquiry description easypump is finishing the medication early. Detailed inquiry description an increase in the easypump 4540018-02 finishing medication early (up to 12 hours early).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 1 the flow rate report of affected batch 24l22ge561 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between 0.92% and 7.25%. The four samples were sent for flow rate test. The flow rate deviations from nominal flow rate for received samples were -2.15%, -3.73%, 0.20% and -4.37% respectively. The flow rates of received samples were within the specification ±15% deviation from nominal flow rate. A review of the device history record (DHR) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the received samples were within specification. The reported defect could not be observed or replicated. The complaint is considered not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.